Manufacturer narrative:
Detailed product and patient information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the ultrasonic core wire broke. This 106x40cm ekos endovascular device was placed for overnight thrombolysis of a clot in the iliac to superficial femoral artery. During a procedure to check the ekos treatment the following day, the ultrasonic core (usc) wire broke when removing it from the body. The ekos catheter was removed from the body with the usc wire intact. The procedure was completed with an alternative treatment and there were no patient complications.

Manufacturer narrative:
Detailed product and patient information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the ultrasonic core wire broke. This 106x40cm ekos endovascular device was placed for overnight thrombolysis of a clot in the iliac to superficial femoral artery. During a procedure to check the ekos treatment the following day, the ultrasonic core (usc) wire broke when removing it from the body. The ekos catheter was removed from the body with the usc wire intact. The procedure was completed with an alternative treatment and there were no patient complications.